Event description:
Info rec'd that the head section of the bed was not going up. No injury reported.

Manufacturer narrative:
Technician located the bed in maintenance dept. Found the head section was not going up. Replaced head up valve to resolve this issue.